Manufacturer narrative:
The t:flex cartridge user guide states ¿use only the syringe and needle provided by tandem diabetes care, inc. To fill the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with an unknown amount of insulin. Customer used wrong syringe to fill cartridge. No impact to customer¿s blood glucose level. Reportedly, the customer had manual injections for alternate insulin therapy.

Manufacturer narrative:
The pump user guide states do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose.

Event description:
Additionally, customer filled a re-used cartridge with insulin.